Event description:
During baxter's functionality testing it was found that a spectrum pump had a sys error 105 alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device ws returned and evaluated by baxter. The identified sys error 105 alarm was confirmed but not reproduced during eval. The reported symptom was observed during power up and caused by severed motor mount screws. The motor assembly and mount screws were replaced.